Event description:
Customer called to report that fluid was dripping from the sample probe of the immage 800 immunochemistry system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue. The cts instructed customer to inspect the sample probe, and customer confirmed that the sample probe connection was secure and that the probe was straight. The cts then scheduled an onsite service call. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the sample probe required maintenance. The fse cleaned the interior of the probe to address the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).